Event description:
A 64 yr old white 61p1 female staus post subglandular inframammary dow corning gels 11/78 for augmentation. Pt reports bilateral pain. Mammogram shows left rupture. Pt also complains of systemic problems including, arthralgias, no morning stiffness, myalgias, dysesthesias, paresthesias, spasms, swelling, fatigue, sleep disturbances, swollen glands, recurrent sinus infections, hot flashes, headaches, right temporomandibular joint disorder, visual disturbances, hair loss, oral sores, rashes, sensitivity to sun, paroxysmal atrial tachycardia, telangiectasis, dental problems, cholesterol, weight gain, gastrointestinal/genitourinary symptoms, pt otherwise healthy.